Manufacturer narrative:
The solex 7 catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of the catheter. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
During ivtm therapy, the customer reported suspicion of a solex catheter leak due to the depleting saline level in the saline bag. Per the reporter, there is approximately 100ml of solution remaining of the 500ml bag initially used. The patient's temperature was 37.1°c, with the target temperature set to 36.5°c. The therapy was running for 10 days with the second solex catheter placed 3 days prior. The catheter insertion was smooth from the first attempt. Per the reporter, the thermogard console did not generate the air trap alarm. The customer was guided by the zoll tech support to check all connections and there were no traces of fluid observed on the patient's bed or console. In addition, the customer was able to test the catheter successfully for the leak. Per the reporter, the 0.45ns saline solution was used to continue the therapy and the spike was not completely inserted into the bag. Zoll tech support advised the customer to spike the saline bag fully, however, based on the amount of fluid left in the bag, the customer was suggested a safe approach to use a new 500ml bag of 0.9ns saline solution and continue the therapy by closely monitoring the fluid level in the saline bag. The customer was directed to replace the catheter if the fluid level in the saline bag decreased again. Per additional information received from the account, the second saline bag lost 100cc of saline fluid during the next 8 hours. The catheter leak was verified over the phone. The treatment was discontinued sooner than optimal, but no consequences or impact to patient was reported.